Manufacturer narrative:
(B)(4). Initial report date 12/15/2015 the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that the patient complained of dysphagia after a bravo capsule was placed (B)(6) 2014. An x-ray was performed and showed the capsule was still attached to the esophagus. The capsule was removed.